Event description:
The customer contact reported that during testing between patient use at the user facility, the device alarmed e105 (audio transducer failure) with no audible alarm tone. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)